Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the infusion set was changed and occlusion alarms continued. Blood glucose was 300 mg/dl. The infusion set tubing was straightened and occlusion alarm did not reoccur.